Event description:
It was reported that the patient underwent an atrial tachycardia (at) ablation procedure and after ablation with qdot catheter, the patient experienced cardiac tamponade. After the procedure, echocardiography confirmed the presence of pericardial effusion/cardiac tamponade and the patient¿s blood pressure decreased. Drainage was performed. The physician determined that there were no issues with the qdot micro catheter itself, and that the problems were not related to the product. After performing drainage, the patient's blood pressure returned to normal, and the patient returned to the room. The patient recovered and was under follow-up observation. The physician assessment of the health problem was non-serious (moderate/minor). Contact force monitoring methods were real-time graph, dashboard, vector, and visitag. Coloring setting of visitag was tag index. The physician's opinions on the relationship between the event and the product was that there was no causal relationship with the product, and no concerning behaviors or issues were observed during the procedure. The stage at which pericardial effusion developed remains unclear, and there is a possibility that the condition may have been present beforehand. There were no abnormalities observed prior to or during use of the products. The patient was originally diagnosed with hypertrophic cardiomyopathy. Additional information was received which indicated that the outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital on (B)(6). It was reported that no extended hospitalization was required. The procedural activated clotting time (act) was over 300 seconds. One catheter was used during the procedure. One transseptal puncture sites were performed during the procedure. Delivered energy used was radiofrequency (rf). No ablations were performed outside the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31552905l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).